Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. The device also received with scratched screen, cracked reservoir tube lip, broken battery tube threads, missing end cap sticker, and loose/protruded drive support disk.

Event description:
The customer reported that the buttons were unresponsive and the customer woke up with high blood glucose. The blood glucose reading was 404mg/dl, and she was treating with manual injections. The caller stated that the numbers were not ramping on their own and the scroll bar was not moving up or down without input form the user. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.